Event description:
I had lasik surgery in both eyes. It was so hard to open my eyes because they were stinging so bad. It felt like I had grit in them. When I did start seeing things, they were still blurry and the doctor said it would even out. It never did. Now I have chronic dry eyes, bad vision, starbursts and bad night vision. I also get frequent headaches when I have to use my sight for tasks. Driving causes me anxiety, especially at night when the lights are making trails. The doctor says it's my corneas not holding their shape and that it's my eyes that are the problem. He said he's never seen anything like this happen before. I think that he gave me surgery without enough time off from wearing my gas permeable hard contact lenses. Also, I've never heard of anyone's eyes hurting so bad immediately after surgery. Bad lasik. FDA safety report ID #: (B)(4).